Event description:
Patient allegedly received an implant on (B)(6) 2007 via the right common femoral vein due to pulmonary embolism prevention. Patient is alleging tilt and vena cava perforation. Patient notes and further alleges experiencing " I currently have sharp chest pains whenever I overexert myself". Patient additionally notes exercise intolerance and pain during sleep. Per the filter placement report dated (B)(6) 2007: "completion venogram showed the filter in good position with opposition to the vessel walls and still below the renal veins". Per a (B)(6) 2017 independent review of a (B)(6) 2017 CT scan of the abdomen and pelvis: "positive for caval perforation. Superior extent of ivc filter is at the superior l2 vertebral body. Inferior extent l3-l4 disc space. A total of four prongs have perforated the ivc, series 2, image 36. Maximum distance prong perforated is 5 mm, series 2, image 36. Coronal images show ?-degree tilt right-to-left, series 301, image 47. Sagittal images show 22-degree tilt posterior-to-anterior, series 300, image 64. Diameter of ivc directly above filter measures 27 mm x 16 mm, series 2, image 26.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, a4, b1, b5, b6, b7, d1, d4, g5, h4, h6 (patient and device codes) h6 (device code): appropriate term/code not available (3191) for device perforation h6 (device code): appropriate term/code not available (3191) for device tilt. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported chest pain, pain interrupting sleep are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2007. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.